Event description:
Customer reported it was difficult to advance the edwards swan-ganz catheter through the arrow sheath. It was reported the issue was detected prior to use on patient during inspection/functional testing.

Manufacturer narrative:
Continuation of d11: 5f x 110cmqn#1900104169.

Manufacturer narrative:
Continuation of d11: 5f x 110cm (B)(4). The report that a sheath was tight over a non-arrow catheter was confirmed through complaint investigation of the returned sample. The customer returned one, opened psi kit for analysis. No definite signs-of-use were observed. Initial visual analysis of the sheath did not reveal any defects or anomalies. When performing functional testing with a lab inventory swan-ganz catheter, resistance was encountered at the location of the hemostasis valve. Because of this, destructive testing was performed on the hemostasis valve to analyze the internal components. Visual and microscopic examination of the internal seal did not reveal any obvious damage. No other defects or anomalies were observed. The length of the slit on the seal measured approximately 0.070" via calibrated caliper, which was not within the 0.115"-0.125" per the seal product. The sheath length from the juncture hub to the distal tip measured 4 1/4" via calibrated ruler, which was within the specification limits of 4"-4 1/4" per the sheath with dilator assembly product drawing. The sheath outer diameter measured 0.1425" via calibrated caliper, which was within the specification limits of 0.138"-0.148" per the extrusion product drawing. The sheath inner diameter at the distal tip measured 0.112" via calibrated pin gauge, which was within the specification limits of 0.111"-0.112" per the sheath with dilator assembly product drawing. The functional inspection was performed per IFU statement, "insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve assembly". The returned dilator was inserted through the returned sheath. Significant resistance was encountered at the location of the hemostasis valve; however, the dilator was able to pass completely through and was able to snap into the sheath cap. The lidstock provided with the kit states, "this psi is meant to be used with 7-7.5 fr catheters only." A lab inventory 7.5 swan-ganz catheter was inserted through the returned sheath. Significant resistance was encountered at the location of the hemostasis valve, which matched the customer report that the sheath was tight over non-arrow catheter. The hemostasis valve was then cross sectioned to better analyze the internal assembly. Visual analysis did not reveal any obvious defects or anomalies with the seal; however, a dimensional discrepancy was observed. Additionally, the IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or sheath/dilator assembly as this can lead to vessel perforation, bleeding, or component damage". A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, manufacturing caused or contributed to this event. Investigation has been initiated under teleflex's quality system by the manufacturing site to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported it was difficult to advance the edwards swan-ganz catheter through the arrow sheath. It was reported the issue was detected prior to use on patient during inspection/functional testing.